Manufacturer narrative:
E1 - facility name: olympus medical systems corp. Sales head office pr equipment (sp); e2: health professional ¿ (blank); e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. However, the investigation was unable to determine the exact of the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use (IFU) addresses this failure: ¦caution regarding unexpected disappearance of endoscope images or inability to unfreeze (warning) ·do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. ·do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported that the camera head had air leakage from the cable. There was no patient involvement.